Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2018, a wagner stem size 15 sank into the femoral canal after reaming with a size 15. The surgery was successfully completed with a size 16 stem. It was also reported that a reamer, size 15 (ref#: 01.00109.015b lot#: 14.007519) and a stem provisional, size 15 (ref#: 01.00109.115d lot#: 14.994572) were used during this surgery.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: concomitant medical products and therapy dates detail of product: -item number: (B)(4). Item name: wagner sl revision, awl 15. Lot # 14.007529. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: implant does not fit. Event description: it has been reported that during a revision surgery, the femoral canal was prepared for a wagner implant size 15 (ref:01.00101.915 lot: 2851543), using an awl of size 15 (ref: 01.00109.015 lot: 14.007529) and a distal trial stem of size 15 (ref:01.00109.115 lot: 14.994572). Nevertheless, the final wagner stem implant sank at least 5mm below the position of the trial stem. Therefore the stem had to be removed, afterwards the femoral canal was prepared for a wagner stem size 16, which could be implanted without any reported difficulties. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received due to patient privacy guidelines at kingston health sciences centre. Device analysis: - visual examination: the wagner stem implant shows no considerable deteriorations, deformations or imperfections. Any visible discoloration is due to the internal decontamination process. Also the wagner trial stem does not show any considerable deteriorations, deformations or imperfections. - measurements: to ensure the stem implant has correct dimensions, relevant characteristic according to the inspection plan sap measured with the caliper z 7568. Characteristic no. 09 feature ¿dimension 170 mm +1.5 mm /-1.5 mm¿ -specification: max. 171.5 mm; min. 168.5 mm -measured value: 170 mm -conclusion: the length of the stem implant can be confirmed. Characteristic no. 28 feature ¿dimension 15 +0.2 mm /-0.1 mm¿ -specification: max. 15.2 mm; min.14.9 mm -measured value: 15.06 mm -conclusion: the diameter (cross-section b-b) of the stem implant can be confirmed. Characteristic no. 32 feature ¿dimension 11.37 +0.2 mm /-0.1 mm¿ -specification: max. 11.57 mm; min.11.27 mm -measured value: 11.44 mm -conclusion: the diameter (cross-section e-e) of the stem implant can be confirmed. Characteristic no. 37 feature ¿dimension 16.75 +0.2 mm /-0.1 mm¿ -specification: max. 16.95 mm; min. 16.65 mm -measured value: 16.93 mm -conclusion: the dimension of the proximal stem diameter can be confirmed. To ensure the trial stem has correct dimensions, relevant characteristic according to the inspection plan sap document nr. 4973 rev. 04 were measured with the caliper z 7568. Characteristic no. 01 feature ¿dimension 171 mm +1 mm /-1 mm¿ -specification: max. 172 mm; min. 170 mm -measured value: 171 mm -conclusion: the length of the trial stem can be confirmed. Characteristic no. 02 feature ¿diameter b-b 16.25 mm +0.2 mm /-0.1 mm¿ -specification: max. 16.45 mm; min. 16.15 mm -measured value: 16.41 mm -conclusion: the outer diameter (cross-section b-b) of the trial stem can be confirmed. Characteristic no. 02 feature ¿diameter c-c 15 +0.2 mm /-0.1 mm¿ -specification: max. 15.2 mm; min.14.9 mm -measured value: 15.15 mm -conclusion: the outer diameter (cross-section c-c) of the trial stem can be confirmed. Characteristic no. 02 feature ¿diameter d-d 11.37 +0.2 mm /-0.1 mm¿ -specification: max. 11.57 mm; min.11.27 mm -measured value: 11.47 mm -conclusion: the diameter (cross-section d-d) of the trial stem can be confirmed. Characteristic no. 03 feature ¿diameter b-b 13.85 +0.3 mm /-0.0 mm¿ -specification: max. 14.15 mm; min. 13.85 mm -measured value: 14.11 mm -conclusion: the inner diameter (cross-section b-b) of the trial stem can be confirmed. Characteristic no. 03 feature ¿diameter c-c 12.6 +0.3 mm /-0.0 mm¿ -specification: max. 12.9 mm; min.12.6 mm -measured value: 12.86 mm -conclusion: the inner diameter (cross-section c-c) of the trial stem can be confirmed. Characteristic no. 03 feature ¿diameter d-d 8.97 +0.3 mm /-0.0 mm¿ -specification: max. 9.27 mm; min.8.97 mm -measured value: 9.04 mm -conclusion: the inner diameter (cross-section d-d) of the trial stem can be confirmed. Further the DHR indicates that all components met all specifications. - functional test: no functional test was performed, as the reported event cannot be reconstructed with a bench test. Please refer to the measurement section. Review of product documentation: - compatibility: the compatibility check was performed using the surgical technique and showed that the reported product combination was approved by zimmer biomet. - inspection plan stem implant sap: - characteristic no. 09 feature ¿dimension 170 mm +1.5 mm /-1.5 mm¿ with scope of testing: fal. Means of inspection: caliper. - characteristic no. 28 feature ¿dimension 15 +0.2 mm /-0.1 mm¿ with scope of testing: 100% inspection by attributes with gage / inspection by variables aql 0.65 / automated inspection aql 1.0. Means of inspection: 3d measuring machine. - characteristic no. 32 feature ¿dimension 11.37 +0.2 mm /-0.1 mm¿ with scope of testing: 100% inspection by attributes with gage / inspection by variables aql 0.65 / automated inspection aql 1.0. Means of inspection: 3d measuring machine. - characteristic no. 37 feature ¿dimension 16.75 +0.2 mm /-0.1 mm¿ with scope of testing: visual inspection aql 1.0 / inspection by variables aql 2.5. Means of inspection: 3d measuring machine. Inspection plan trial stem sap: - characteristic no. 01 feature ¿dimension length¿ with scope of testing: 100%. Means of inspection: caliper. - characteristic no. 02 feature ¿outer cross-sectional diameter¿ with scope of testing: 100%. Means of inspection: caliper. - characteristic no. 03 feature inner cross-sectional diameter¿ with scope of testing: 100%. Means of inspection: caliper. Root cause analysis: root cause determination using sap rmw: - components have to be ordered from hospital stock due to surgeon is unable to assemble and/or fix the components => possible, as it was reported that the final stem implant did not fit as intended within the prepared medullary cavity. - intraoperative complications due to incorrect associated instruments used => not possible, as the reported instrument / implant combinations were approved from zimmer biomet. - intraoperative complications due to wrong awls / handles used and/ or usage in an unintentional order => not possible, as the reported instrument / implant combinations were approved from zimmer biomet and nothing indicates a wrong order of usage. - excessive load applied to the bone due to excessive force during trial reduction => possible, as applying too much force during trial reduction may force the trial stem further into the medullary cavity leading to inproper implant fit. - intraoperative complications due to wrong usage of instruments => possible, as the reported instrument / implant combinations were approved from zimmer biomet and nothing indicates a wrong order of usage. - intraoperative complications due to insufficient description of surgical process leads to intraoperative errors or misuse of implant outside of its scope => possible, as inappropriate reaming process or an inappropriate placement of the trial stem may lead to inproper fit of the final stem implant. Conclusion: based on the returned products and the given information the complaint could not be confirmed. The reported intra-operative event could not be recreated on the basis of the returned trial stem, the final stem implant and the given information. Both returned products did not show any non-conformity. The quality records and the measurements taken show that all specified characteristics of the trial stem as well as of the final stem implant have met the specifications valid at the time of production. However, in case of an inappropriate preparation of the medullary cavity or an incorrect final stem insertion (e.g. Too hard stem impaction) it is possible that the final implant position does not coincide with the position of the trial stem. Therefore, based on the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).